Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmissions with false pause episodes. It was noted that the implantable cardiac monitor exhibited undersensing. Programming changes were discussed. The patient remained asymptomatic.